Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/16/2024, it was reported by a sales representative via phone that an ar-8925t syndesmosis tightrope® xp suture broke. This occurred during a left ankle fracture on (B)(6) 2024 when the surgeon went to tension the tightrope to the plate, the sutures broke, not allowing proper tensioning. The sutures were cut, and the device was removed. Another ar-8925t was used to complete the case. There was no effect on the patient.